Event description:
The customer reports the device is not charging and has a red x with an intermittent red light. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reports the device is not charging and has a red x with an intermittent red light. There was no pt involvement. A philips field service engineer evaluated the device, but could not confirm the reported problem. The processor pca was replaced at the discretion of the repair tech. All performance assurance tests passed and the device was put back into service. We will consider this a malfunction. We cannot determine the cause since the symptom could not be duplicated.